Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:09:27. During night drain cycle five, the patient's ultrafiltration reading was 1786ml, indicating the home patient (hp) drained 1441ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event logs. The cause was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.